Manufacturer narrative:
The investigation for the reported priming issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that returned compliant pump and purge cassette visually inspected. Pump and purge cassette connected to run no purge observed in the pump at the beginning. Purge cassette cut open leak observed in thf bonding. The pump connected to another purge cassette. Returned pump and new purge cassette working normal and priming normal. No priming error alarm detected. The root cause of the priming issue was determined to be bond failure. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was being implanted with an impella cp device for mechanical circulatory support. During priming, there was a purge liquid leak alarm. It was restarted several times but was not resolved. The purge line was checked and no issue could be found. The pump was replaced after the cassette replacement. There was no patient harm.